Event description:
Hospital reported at the end of a CT procedure, the patient complained and had blisters in a circular fashion, redness and swelling. Patient was sent to a wound care consultant and given IV antibiotic (rocephin) and topical IV creme and dressing. The patient has been to the wound care clinic twice and the skin looks sunburned and redness should dissipate.

Manufacturer narrative:
Medrad service representative checked injector with no problems found to the unit. Hospital declined additional applications training.